Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and has been in the hospital for a week now. The patient was taken to the hospital since she was really weak and had low blood pressure. The patient and hospital staff don't know how the patient got peritonitis. The patient got an infection at the catheter site. Attempts to obtain additional information were made. The patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital on (B)(6) 2024 and remains hospitalized. The pdrn could not confirm the patient¿s diagnosis as they have not received any documentation from the hospital. No further details have been obtained.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of pd catheter site infection and peritonitis with presenting symptoms of hypotension and weakness and subsequent hospitalization. However, there is no documentation to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided as to the cause or culture results of the catheter site infection or peritonitis, catheter-related infections are a major predisposing factor in pd-related peritonitis. They include exit site infections as well as tunnel infections, and the primary objective of preventing and treating catheter-related infections is to prevent peritonitis. Based on the available information and no allegation or evidence of a defect, deficiency, or malfunction, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis and exit site infection with hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has peritonitis and has been in the hospital for a week now. The patient was taken to the hospital since she was really weak and had low blood pressure. The patient and hospital staff don't know how the patient got peritonitis. The patient got an infection at the catheter site. Attempts to obtain additional information were made. The patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the hospital on (B)(6) 2024 and remains hospitalized. The pdrn could not confirm the patient¿s diagnosis as they have not received any documentation from the hospital. No further details have been obtained.